Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance; however, the nonconformance was identified as a cosmetic issue and product was approved for use. The DHR anomaly is not related to the alleged device failure. One of the leads was noted to have a cut near the insertion handle. It was observed that channels 1-3 were open on this lead, although the location could not be found visually. The lead was suspected of having overstress damage. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2011-01151 and 1627487-2011-01152. The patient received his scs system, including an ipg and two percutaneous leads (from two separate lots), on (B)(6) 2010. It was reported that the patient requested the system be removed due to ineffective stimulation. It was reported that increasing the amplitude did not resolve the issue but instead gradually made the pain worse. The physician explanted the system on (B)(6) 2011.